Event description:
Information received indicates the bed is drifting into trendelenburg over a four day period.

Manufacturer narrative:
The technician found worn seals on the manual trend valve. The technician replaced the manual trend valve to repair the bed.